Event description:
It was reported that the customer insulin squirting out during the prime process on the insulin pump. The customer's blood glucose level was 223 mg/dl. The troubleshooting was performed. The customer was instructed to attach a new infusion set and reservoir and restart the priming process. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)